Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Customer went to the emergency room (ER) and was subsequently hospitalized due to a blood glucose (bg) level ranging between 600-717 mg/dl and diabetic ketoacidosis (dka). Dka was identified as dangerous by a healthcare provider. Customer was treated with intravenous fluids, fluids, subcutaneous injections, and long lasting insulin to address bg. At the time of the report with tandem technical support, the customer was still admitted to the hospital. Multiple follow-up attempts were made to complete troubleshooting; however, no response was received.